Manufacturer narrative:
(B)(4). Neither device nor applicable imaging films available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that, post-op, screw was discovered broken at time of explantation. Previous xrays showed that the screw was still intact. Acdf c7-rt screw broken. Patient did report that intense pt made his symptoms worse. It was mentioned that this could have been the cause.the products came in contact with the patient. Patient complications were reported as unknown.